Event description:
It was reported that an ischemic stroke occurred. A pulse field ablation procedure for atrial fibrillation was successfully performed under general anesthesia using a farawave catheter. During the procedure the activated clotting time was maintained below 300 seconds and the procedure was performed under a heparin infusion. Post procedure while in the recovery ward the patient exhibited left sided facial numbness. Computed tomography showed no significant findings. Magnetic resonance imaging detected a pontine infarct. No interventions were provided and the patient was discharged three (3) days post index procedure with facial numbness persisting.

Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation.